Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer that insulin pump showed suspended before low alarm. The customer also reported blood at insertion site. The event involved product(s) mmt-1884, mmt-7040a. Troubleshooting was not performed but found the customer was a new user and needed assistance to resolve the suspend before low alarm they received. Instructions were provided and issue was resolved. No further patient complications were reported. The product(s) mmt-1884 and mmt-7040a will not be returning for analysis.